Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing unintended leg stimulation instead of stimulation in her back. Reprogramming did not provide resolution. Diagnostics and x-rays were taken and identified no anomalies.